Manufacturer narrative:
A review of pre-delivery inspection records found that the device was in good condition and functioning as designed prior to being released for delivery. Interview with customer was performed, with customer reporting that they discovered a section of the mattress "lacked air" despite the controls being normal, the motor running, and no alarms sounding. Patient was transferred to an immerse mattress delivered to them. Customer reported that patient received daily mist therapy for their pressure injury and that the immerse mattress "worked very well" for the patient's condition. Patient was discharged to home care with wound significantly decreased in size and looking "much better". Post-placement inspection of the device found it was functioning as designed with the mattress fully inflating, and testing was unable to duplicate the reported issue.

Event description:
Customer reported that mattress was not fully inflating in one section of the mattress. Patient sustained pressure injury, and was transferred to an immerse mattress.